Event description:
It was reported that during a ureteroscopy, the fiber broke in the middle of the case and caused holes in the thumbs of the resident physician. The fiber was exchanged, and the procedure was completed with another fiber. The patient outcome was unknown, and the resident physician visited the health clinic due to the injury suffered.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. The device was not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performed allegation cannot be confirmed. The patient symptom is a known risk associate with the device type, and it is noted as such in the instructions for use.

Event description:
It was reported that during a ureteroscopy, the fiber broke in the middle of the case causing holes in the thumbs of the residence. The procedure was completed with another fiber. The patient stated of health was unknown, but the resident suffers an injury that resulted in a visit to the health clinic.